Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a limited contact locking compression plate (lc-lcp) was implanted on an unknown date in 2012 for a radius and ulna shaft fracture. The patient returned to the operating room on (B)(6) 2015 where the surgeon attempted to remove the locking screws by connecting the screwdriver shaft to the handle. The surgeon was able to successfully remove a few screws via this method, but the remainder required the extraction screw as the handle would not function. The plate was removed from the radius side, but remained in the patient's bone on the ulna side. A fifteen (15) minute surgical delay was noted. This report is 1 of 3 for (B)(4).

Event description:
Update: it was reported that two or three screws along with the plate remain implanted at the ulna side. The surgeon commented that the driver easily slipped and would not engage the screw.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: august 19, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation summary action was conducted/performed. The report indicates that a DHR review was performed. No abnormalities or deviations were detected, which could lead to the complaint failure. A functional test was performed with the instrument. No irregularities were found, the function test according to (B)(4) passed. The products were not received in the original packaging. Traces of use were visible on the unit. The laser writing was well readable. Based on these investigations, the complaint could not be confirmed. As described in (B)(4) of the same complaint, the returned article 311.036 shows heavy traces of use, which probably lead to the complaint failure. Therefore the complaint is rated confirmed. Since these traces of use are not caused in the manufacturing process the complaint is rated from the point of view of the manufacturing site as not valid. The "investigation summary" is a translated conclusion from attached document(s). No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.